Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knot in the PICC was confirmed, but the exact cause is unknown. One 5 fr t/l powerpicc solo was returned for investigation. The catheter was received in three segments. Evidence that the catheter had been cut with a sharp instrument was found on the adjoining ends of the catheter. The proximal segment consisted of the extension legs, trifurcation and a 33.0cm segment of t/l tubing. Evidence of use was found on the external catheter segment. The extension leg exhibited a semi-circumferential crease near the gray connector, which is indicative of a kink in the tubing. Tape residue was found on the t/l tubing between the 0 and 6 cm depth marks. Blood residue was visible within the catheter lumens. It was reported that the knot developed when the clinician tried to advance the catheter. The knot was found in the distal catheter segment between the 41 and 42 cm depth marks. Residue was found adhering to the external catheter surface of the middle catheter segment between the 34 and 35 cm depth marks. The stylet had been removed from the catheter and was not returned for investigation. No fragments of the stylet were visible in the catheter tubing. It is unknown if any complications associated with the clinical setting contributed to the reported event. The cause of the knot could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reports the PICC was tied in a knot when the clinician tried to advance the catheter.